Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in inspecting and cleaning the pump components and successfully completed the cartridge load process, resuming insulin delivery. Despite resolving the immediate issue, the customer expressed ongoing concerns about recurrent errors. Technical support advised on returning the pump, and a replacement with updated software was sent. The customer was instructed to return the problematic pump using a pre-paid label, and to program their settings and connect their cgm to the new pump. The customer understood the instructions and will continue to use the current pump until the replacement arrives.